Event description:
It was reported that the pump intermittently did not annunciate audible tones for continuous glucose monitor (cgm) alerts. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 63-129 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.